Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer.. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: 255). From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in japan. Damaged haptic after implantation. The pmma part of the loop was broken before implantation during the screw insertion. This is the first case of the three similar cases that have occurred recently. Additional info on march 24: during sales visit on march 12, it is confirmed that the lens was explanted. Iol was explanted on (B)(6) 2025. Problem code: a0414 - material split, cut or torn.